Event description:
It was reported that high pacing impedance and r wave amplitude variation observed on the right ventricular (rv) lead. The helix of the rv lead failed to extend during repositioning. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.